Event description:
It was reported by service report that the top rail was broken, exposing sharp edges, and the side rail could not be latched up. No patient involvement or adverse consequences are reported.